Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer¿s international service technician could not duplicate the reported backup alarm issue but did find e/c in the event log. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that on start-up the back-up alarm failed alarm sounded. No patient or user harm was reported.